Event description:
Additional information received indicates both ipg¿s were explanted and replaced. Therapy was restored.

Manufacturer narrative:
Correction e1 - reporter name.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48768. It was reported both patient ipg¿s are inoperable due to not recharging as recommended. Surgical intervention may take place at a later date.